Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was returned to cpi for routine analysis following the patient's death. There were no allegations made against this ICD.